Manufacturer narrative:
(B)(4). The reported issue of an unknown system error was not identified by review of the logs on the date of the customer was reported. The device passed the return instrument test/evaluation functional test and the electrical test. The cycler remote toolbox was performed to pressurize pneumatic system and also performed simulated therapy with no problems encountered. External/internal inspection found the device within specification. The assignable cause for the reported issue was undetermined. Device functioned normally during the evaluation. A service and device history review revealed that there was no previous service history for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the homechoice pro presented an unspecified system error alarm. It is unknown which part of therapy this event occurred. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy with the help of a caregiver. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available. The technical service representative (tsr) arranged the return of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.